Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on two accu-chek inform ii meters. The result from inform ii meter a at 4:12 p.m. Was 297 mg/dl. The result from inform ii meter b "within a couple of minutes" was 105 mg/dl. Different fingersticks were used for each test. The customer does not know which result is correct.

Manufacturer narrative:
Inform ii meter a serial number was (B)(6). Inform ii meter b serial number was (B)(6). Qc passed on both meters. The test strips were requested for investigation.

Manufacturer narrative:
The test strips were not returned for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. No information was provided in the complaint that would point to a cause for the discrepant results. As no product was returned, a specific root cause could not be determined. The investigation did not identify a product problem.